Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, insertion tube had a torn boot. In addition, there was white and reddish residue on both sides of channel. It was also noted, the labels were peeling, the angulation was low, the control knob had chemical build up, the bending section had a crack on the adhesive, the angle wires were stretched and there was no water flow through auxiliary water channel. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a tear in the boot found during reprocessing. Upon inspection and testing of the returned device white and reddish residue was found on both sides of the channel. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the insufficient or incorrect reprocessing of the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: ·foreign material entered the a/w channel and auxiliary channel due to inappropriate reprocessing/storage. ·foreign material entered the a/w channel and auxiliary channel due to using sterile water for flushing water. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, eeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system. - inspection of the air-feeding function. - inspection of the objective lens cleaning function. ·to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·flush the auxiliary water channel with detergent solution. ·nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. ·nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. ·proper storage procedures are as important as proper reprocessing procedures in maintaining good infection control practices. Be sure that the endoscope storage cabinet is properly maintained, clean, dry, and well ventilated. All equipment must be thoroughly dried prior to storage. Microorganisms proliferate in wet/moist environments. Keep the cabinet doors closed to protect the equipment from environmental contaminants and accidental contact. Limit access to stored equipment by unauthorized personnel. Olympus will continue to monitor the field performance of this device.